Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient reported that she was going to the hospital due to exhaustion, dizziness, and headache. The physician reported that the patient had a cerebrospinal fluid (csf) leak. The csf was leaking out into the patient's pump pocket. The patient had a catheter revision surgery on (B)(6) 2017.